Manufacturer narrative:
Date of event is estimated. A patient experiencing an inoperable ipg was reported to abbott. The patient's ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg was no longer holding a charge and patient wanted to upgrade to new technology. The physician replaced the ipg and effective therapy was restored.